Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on unspecified date, patient had a performed hysterosalpingogram test. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia),"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received- new event abnormal bleeding (vaginal) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation vagina". Medical conditions: *on unspecified date, patient had a performed hysterosalpingogram test. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of insertion dates-(B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation vagina". Medical conditions: *on unspecified date, patient had a performed hysterosalpingogram test. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of insertion dates- (B)(6) 2020 and (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information added. Event : hydrothermal ablation vagina added. Event genital bleeding updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on unspecified date, patient had a performed hysterosalpingogram test incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.